Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in pacing lead impedance and a decrease in sensing were noted via remote transmission. Patient condition was fine and the lead will be monitored.